Event description:
It was reported that the patient underwent a pocket revision due to the patient having charging difficulties. The position of the ipg was tilted. The patient was reportedly doing well after the procedure

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device remains in patient. This is a final report.